Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that timi 0 and ventricular fibrillation occurred. The 90% stenosed and highly calcified lesion was located in the moderately tortuous posterolateral branch of the left circumflex artery (lcx). The patient presented with an ejection fraction of 31%, the function of the heart was low. A guidezilla¿ ii guide extension catheter was selected for use. The device was inserted into the lcx for a long time. Fluoroscopy was performed after using intravascular ultrasound (ivus) and timi 0 occurred along with ventricular fibrillation (vf). There was no issue with the guidezilla up until this point. The guidezilla was pulled out, the symptoms of vf were alleviated and percutaneous cardiopulmonary support (pcps) was performed. This device was inserted again to place the stent, but it was unable to cross. There may have been damaged coating. The procedure was completed with a different device without issue. There were no further patient complications reported. Post procedure, the patient recovered from the vf and the patient's condition was stable.